Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's scs lead was exhibiting high / invalid impedance. Therefore the physician explanted the lead and implanted a new one. Postoperatively, the patient was reportedly in good health and stimulation therapy was restored.